Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture at maximum outputs due to microdislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture at maximum outputs. Another ra lead was successfully implanted. No additional adverse patient effects were reported.